Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the prompt af study for an index procedure to treat pulmonary vein isolation (pvi) and linear ablation, farawave catheter was selected for use. It has been mentioned that renal calculus bleeding occurred. The patient had dark red urine and urine test performed on same day showed protein, occult blood and red blood cells. No treatment was administered, the urine returned pale yellow after 2 days and the event was resolved. The procedure was completed using different device (same model). Ablation was performed in the pulmonary vein isolation (pvi), left atrial posterior wall (lapw) and cavotricuspid isthmus (cti). Ablation in the cti with this catheter is considered off-label use. The patient has exacerbation of pre-existing renal calculi. The device is not expected to return. It was further reported that a routine urinalysis showed occult blood positivity 3 plus with a markedly elevated red blood cell count. Hemoglobin was not reported as a separate parameter, foley catheter insertion cannot be confirmed based on current records. It was further reported the subject underwent an index procedure consisting of pulmonary vein isolation (pvi) and linear ablation.